Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device was missing the ECG signal. The fse evaluated the device onsite and determined that this was a malfunction of the hands-free cable, which was replaced. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a component failure. The root cause of which could not be determined as the component is not available for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The hands-free cable was replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.